Event description:
The customer's friend reported the customer compared a reading received on their fs freedom lite blood glucose meter to a reading received on a health care provider meter. The respective readings of 450 mg/dl and 127 mg/dl were reported, but the comparison was not completed within ten minutes. The customer's friend also reported the customer experienced symptoms of tremulousness and became unresponsive, losing consciousness. The paramedics were called and although it was reported they were treated, the customer could only recall waking up by the paramedics. The customer's friend reported the customer was transported to a health care facility and had blood tests and a cat scan performed, but the customer could not give any further information about their diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter (B) (4) was returned for an investigation, but no test strips were returned. The complaint was not confirmed. All test results were within range specification during the control solution testing using a retained test strip lot. The reading of 450 mg/dl was not found in the meter's memory log on the date of the medical event. In case the tests strips are returned on a later day, a follow-up report will be submitted once the investigation is complete. This is the final report.